Manufacturer narrative:
(B)(4). This report for a check patient line alarm in which air was observed was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during drain 2 of 5. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps and then resume the drain. The hc alarmed again, so the tsr had the patient repeat the troubleshooting steps. The patient stated that there was air in the patient line. The tsr assisted the patient with ending therapy on the hc. The patient would finish therapy using manual supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported check patient line alarm. The patient stated they completed therapy successfully using manual supplies. The patient did not notice any visible damage or abnormalities with the supplies in use and did not know how air might have got into the patient line. The patient did speak with their nurse about the alarm and has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.